Event description:
In the beginning of dialysis session, after dressing removed, the nurse noticed a small amount of blood leaking from the junction between both catheter branches.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.